Manufacturer narrative:
The manufacturer is attempting to acquire additional information regarding the reported event. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. A supplemental report will be submitted when the device analysis is completed. No further information is available at this time.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital that the patient expired due to a stroke.

Manufacturer narrative:
The presence of deposition was confirmed based on the evaluation of the pump; however, a correlation between the pump and the reported stroke could not be conclusively determined. The pump was received assembled on february 18, 2014. The percutaneous lead (lead) was cut approximately 14¿ from the pump housing with the rest of the lead not returned. All parts of the sealed inflow conduit were returned. The inlet elbow was returned attached to the pump. Approximately 8¿ of the sealed outflow graft and the sealed outflow graft bend relief were returned. The outflow elbow was returned attached to the pump. Upon disassembly of the pump, evaluation revealed deposition in the inlet tube, inlet elbow, outlet graft, outflow elbow, inlet stator, and outlet stator. The deposition appeared to have developed due to poor surface washing as a result of a low flow state or interruption of flow through the pump. There was no evidence of lamination or denaturing. In addition, no contact marks were present on the rotor, which suggests that the deposition was not present while the pump was supporting the patient. Although the deposition appeared to have formed acutely in the pump, a specific cause for an interruption in flow and a correlation to the report of stroke could not be conclusively determined. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.